Event description:
A (B)(6) y/0 female admitted for stent placement on (B)(6) 2014. During cardiac catheter procedure for stent placement, the ev3 balloon catheter did not inflate properly during angioplasty procedure. The device was removed from the patient with no adverse effect. Procedure was completed with a different ev3 balloon catheter without incident. No patient harm.